Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the holder for the cable bracket was broken. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.